Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete the evaluation. If provided, we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab), blood was noted in the iab. Replaced the iab to continue procedure. No there was no reported injury to the patient.

Manufacturer narrative:
Serial # - (B)(4) and correction to lot # 3000078602 and expiration date 07/26/2021 as well as device manufacture date 07/26/2018. Additional evaluation method code - analysis of production records 3331. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record ID # (B)(4).

Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab), blood was noted in the iab. Replaced the iab to continue procedure. No there was no reported injury to the patient

Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab), blood was noted in the iab. Replaced the iab to continue procedure. No there was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter with the one-way valve attached. No blood was observed inside the iab catheter. The one-way valve was tested and it held vacuum. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported problem resulted from a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).